Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels and ketoacidosis. The patient had ketoacidosis values of 2.4 mmol/l at 3:00pm and 0.9 mmol/l at 7pm. She self-treated with pen injections.